Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, pocket revision was performed because the patient felt discomfort during exercise. The device was repositioned. The physician did not allege malfunction on the device. Patient's condition was stable.